Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that the bd eclipse¿ needle pulled out of hub. The following information was provided by the initial reporter: after entering the skin, the needle disconnects from the plastic device, being exposed to the patient's skin. It was only removed because it was already being removed from the skin.

Manufacturer narrative:
H6: investigation summary one photo received by our quality team for investigation. Upon visual evaluation, detached needle is observed on the patient's skin, therefore the needle pulled out of hub incident is confirmed. Based on the quality team¿s investigation, the root cause of the incident is associated with failure in the cannulate and in the resin application. H3 other text : see h10.

Event description:
It was reported that the bd eclipse¿ needle pulled out of hub. The following information was provided by the initial reporter: after entering the skin, the needle disconnects from the plastic device, being exposed to the patient's skin. It was only removed because it was already being removed from the skin.